Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's monitor would not power on.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon eval, there was extensive contamination inside the monitor which damaged and corroded multiple components on the computer / analog (ca) board and defibrillator board. The cause of the inability to power on is the extensive corrosion damage to the ca and defibrillator board components. The cause of the extensive corrosion damage is contamination. The root cause of the contamination is likely liquid ingress. No adverse event resulted from the effective monitor. The pt received a replacement monitor.